Event description:
It was reported that a patient underwent an initial left knee procedure. Subsequently, the patient was revised due to an unknown reason.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Concomitant medical products: medical product: oxf uni cmntls tib sz e lm catalog #: 166578, lot #: 2160383. Medical product: oxf pks anat men brg uhmwpe lt lrg sz 4 catalog #: 159555, lot #: 2860868. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00601, 3002806535-2019-00602. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left knee procedure. Subsequently, the patient was revised due to an unknown reason.